Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the shaft broke while passing it into the patient. The device was removed and the procedure was completed with another of same device. No patient complications were reported.